Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 04-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection under magnification revealed that the plunger rod was overriding the lens stuck inside the cartridge. Viscoelastic residue was observed to be evenly distributed throughout the cartridge; no cartridge or cartridge tip damage was observed. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected, revealing no issues. Plunger rod advancement was inspected, revealing no resistance. The lens was removed from the cartridge, revealing one haptic was detached. The lens was cleaned, revealing creases on the edge of the lens. In addition, photographs provided by the customer were evaluated. The photographs showed the complaint handpiece, and a lens was observed to be stuck in the cartridge. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was twisted in the shooter. There was no patient contact with the device. No further details were provided.